Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the af procedure, other catheters were able to be visualized. When connecting the ablation catheter to the tactisys, an error message was displayed, ¿contact force catheter is for single use only¿. There was a red flashing light on the tactisys and it could not be zeroed. The catheter and tactisys were replaced with no resolution. The case was restarted with no resolution. The case was completed without the use of contact force, there were no adverse patient consequences.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.